Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
Patient's peritoneal dialysis nurse (pdrn) reported that the patient was admitted to the hospital on (B)(6) 2016 for severe hypotension and severe decline. The hospital attempted to perform hemodialysis on the patient. The patient did not respond well and the patient was put on "comfort measures" and expired during the night. Patient medical records have been requested.

Manufacturer narrative:
Medical records consist of 2 short letters from the physician. Medical records did not contain any hospital progress notes, lab/diagnostic test results, medication/treatment records, a history and physical, admission/discharge diagnoses or dialysis treatment records on or about (B)(6) 2016. Medical records did not clarify the mode of dialysis treatment the patient received at or around the time of death. There was no documentation in the medical record that indicated the patient was receiving peritoneal dialysis at the time of death. There was no documentation in the medical record that indicated the patient received hemodialysis within four hours of the time of death. There was no documentation of the products used at the hospital at the time of death or prior to the time of death. Medical records did not mention the location of the patient¿s death. Medical records did not contain an autopsy report or death certificate for review. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s death. Medical records reveal the patient had been in decline for a couple months before death related to atrial fibrillation and congestive heart failure. Medical records reveal the patient had been placed on hospice for a short period of time prior to his death. Medical records reveal the patient had been in decline prior to his death with or without dialysis treatment. Without the aforementioned missing medical records, no conclusion can be made regarding this patient¿s cause of death.

Event description:
Medical records were received from the patient¿s treatment facility. The patient presented to the hospital on or about (B)(6) 2016 experiencing atrial fibrillation with rapid ventricular response, anasarca, congestive heart failure and hypotension. At that time, it was felt the patient¿s peritoneal dialysis was ineffective and the patient continued to decline. The patient was placed on hospice with plans to discontinue dialysis. At some point, prior to (B)(6) 2016, the patient decided to resume peritoneal dialysis therapy but again the patient did poorly. According to the physician, ¿every effort was made to try to transition him (the patient) to hemodialysis but he (the patient) did not even tolerate one treatment. This was complicated by severe hypotension and severe decline.¿ on or about (B)(6) 2016, the patient was placed on comfort measure and passed away peacefully during the night.